Event description:
A cracked and shattered touchscreen was reported, rendering the pump's touchscreen unresponsive and illegible. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer reverted to manual injections for insulin therapy.